Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm and a drain complication encountered alarm during drain 1 of 4 of treatment. The patient stated air bubbles were found in the patient line. The patient also reported they heard a whistling noise during drain 1 of 4 of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm and a drain complication encountered alarm during drain 1 of 4 of treatment. The patient stated air bubbles were found in the patient line. The patient also reported they heard a whistling noise during drain 1 of 4 of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 correction: d10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed a discolored heater tray. There were visual indications of dried fluid within the cassette compartment on the door, on the safety clamp, and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Post-accelerated stress treatment 2-hours 15-minutes 8500ml simulated treatment was performed and encountered a motor grinding. Once the motors were re-greased the motor continued to grind. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in filter. Fluid in the filter is a failure related to the reported air detected in cassette warning. There were visual indications of dried fluid on the bottom cover under the pump assembly and on the bottom cover behind the front panel. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.